Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00720.

Event description:
It was reported that "revision due to excessive poly wear, and cup was loose."